Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that the round brush became detached because the small brush fell in her mouth during brushing. No injury was reported.

Event description:
Consumer e-mailed stating that the round brush became detached because the small brush fell in her mouth during brushing. No injury was reported.

Manufacturer narrative:
15-aug-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 14-aug-2018. Toothbrush heads confirmed to be counterfeit.